Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray was performed and confirmed lv lead dislodgement. The lv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Visual examination and electrical testing were normal with no anomalies found.